Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, the patient stated that the solution bag connection to the supply line of a homechoice cassette was loose during setup, and so the patient taped the connection together rather than setting up with new supplies. The renal therapy service agent (rtsa) had the patient cycle power on the homechoice to clear the alarm and explained the alarm. The patient stated that the supplies were discarded. The rtsa reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.